Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7170591, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-19, medical device lot #: 7108961, medical device expiration date: 2022-03-31, device manufacture date: 2017-04-18, medical device lot #: 7143799, medical device expiration date: 2022-05-31, device manufacture date: 2017-05-23, medical device lot #: 7206506, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with luer-lok¿ tip there was an issue with scale marking. No further information provided. There was no report of injury or further medical intervention.

Manufacturer narrative:
The initial MDR was a duplicate of MDR report # 1911916-2018-00336 and is therefore over-reported. (B)(4) is being cancelled as it was opened in error and is a duplicate of (B)(4).